Manufacturer narrative:
The device history record review of the reported lot number shows evidence that the product was released according to all established procedures. One sample was returned for evaluation and after functional testing a leak was confirmed in the cross spike connector. Root cause for the connector leaking is a dimensional gap between the connector and tubing. Corrective actions have been taken to address this issue. This complaint will be used for tracking and trending purposes. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2017 that an issue occurred with a spike set. Customer reports that the spike set was leaking around the tubing and spot where the tubing meets.